Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: feelings of low. Their meter allegedly does not power on. The result on their meter was unable to test. No treatment reported. No further information has been reported.